Event description:
It was reported that during an unknown procedure, the device was connected and properly prepared. During use on patient, an error 5 occurred on the generator. Reassembled the device and it still had the same problem. Changed the hand piece and then the top of the blade was broken. It was an open procedure and the blade were broken outside the patient, fell down on the table of the scrub nurse used a device from same lot number and the procedure continued without further problems. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. According to the facility, it is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a depleted battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.